Manufacturer narrative:
(B)(4). This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. X-rays were provided and reviewed by a healthcare professional. Review determined anatomic alignment of the right knee arthroplasty. Bone is osteopenic. No radiographic abnormalities found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital will not permit the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. UDI# (B)(4). Concomitant medical products: item # 183110 lot # 476500, item # 185650 lot # 392980, item # 184764 lot # 292520, item # 148144 lot # 259260, item # 185202 lot # unknown, item # 183099 lot # 810770, item # 183110 lot # 476500. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00369.

Event description:
It was reported the patient underwent a right tka; subsequently, the patient was revised due to persistent and constant stiffness approximately two years post-implantation.